Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Both bars were bent on the instrument. The jaw gap was measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. Post market vigilance (pmv) was able to straighten the bent metal bars to facilitate functional testing of the instrument. A loading unit from the pmv inventory was loaded in the instrument and applied to test media and the device was found to function properly. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the endo stitch jammed halfway through the case and a second one had to be used. The patient was not injured.